Event description:
The pt felt that the pump was not working and went to their hcp. The hcp stated, that everything showed that it was fine; but the pump had a volume discrepancy. The expected residual volume was 4.0; the actual residual volume was 16.0. The pt was receiving morphine, 10 mg/ml via the pump at 3.5 mg/day. Two studies were performed. One study showed that the pump was not working, but the catheter was fine. The pt had a lot of pain, which they attempted to cover with oral meds. The plan is to replace the pump.

Manufacturer narrative:
.